Event description:
It was reported that the customer's insulin pump alarmed several times motor error after the low reservoir alarm. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm motor error alarms. The motor was tested and passed the test. The device had missing end cap sticker.